Event description:
Per the audiologist, the patient experienced a decrease in performance resulting in device non use. The results of an integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. Information on explant or reimplantation was not available at the time this report was filed march 26, 2010.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Event description:
It was reported in a service report that there was a broken patient left top rail and sharp edges were exposed. No adverse consequences were alleged.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010, there are plans to re-implant in the future at an unspecified date. No device analysis is possible due to loss of the reported device. (B)(4). Device not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2010.(B)(4).